Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Phone # (B)(6). Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the image provided, the handle of the collinear reduction clamp was identified to be broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 314.291. Lot: 13-1655. Manufacturing site: (B)(4). Supplier: leitner ag. Release to warehouse date: jan 21, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, when using the handle, the collinear clamp was broken. There was no fragment generated. The surgery was completed successfully. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) sliding mechanism. This report is 1 of 1 for (B)(4).